Event description:
Caller alleged discrepant precision results using the inratio meter. Results as follows: date: (B)(6) 2010; inratio: 6.0; re-test: 4.0; re-test: 5.2; lab: 8.8. All testing run on same day within mins of each other. Lab was drawn about 1 hour after meter testing. Caller reported using two finger sticks for three tests, and that some milking of the finger occurred. No adverse reaction occurred.

Manufacturer narrative:
Investigation pending.